Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station displayed a fatal error on the screen. A field service engineer freed up enough space on the c drive for the technical support specialist to remote into. A technical support specialist successfully freed up 16 gigabytes of space by deleting files and utilizing rapid deployment techniques. A field service engineer verified that the station was now functioning, and the fatal error message was gone. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding and displayed the fatal error on the screen. The customer stated that the user was unable to use the station and there was no free space on c: drive. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.